Manufacturer narrative:
Investigation completed on a smiths fluid warming/level 1 irrigation fast flow disposables of contamination revealed two brown stains in the upper part of the closed package outside the sterile barrier. Peroxide was added to the stains to verify if it is blood, which was confirmed. The problem was believe to occur after leaving the manufacture, as the device passed all testing prior to release.

Event description:
Information received a smiths medical fluid warming/level 1 irrigation fast flow disposables was contaminated. What appeared to be blood was discovered on the sterile packaging within kit box. Tech initially thought she may have a cut and checked to make sure it was not her and it wasn't. No patient adverse events reported.